Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure on a carotid stent using a velocity delivery microcatheter. Upon removal from the packaging, the velocity microcatheter was found fractured and was not used. The procedure continued successfully using a new velocity delivery microcatheter.